Event description:
It was reported that the patient has an ipg device implanted one side and an ICD device implanted on the other side. Both devices are actively in use. An interrogation of the ICD revealed double counting of r-waves from the ipg. A high number of short interval counts (sic) were noted. Reprogramming of sensitivity was performed. The ICD device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 lead, implanted: (B)(6) 200. A 4058m58 lead, implanted: (B)(6) 1993. 5024m-58 lead, implanted: (B)(6) 1993. A l67 x2 boston scientific competitor lead, implanted: (B)(6)1988. A k54 x2 boston scientific competitor lead, implanted: (B)(6) 1988. (B)(4).